Event description:
It was reported that a spectrum pump alarmed upstream occlusion and downstream occlusion. The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported 'downstream occlusion' was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be both the force sensor which failed the attempted calibration and the downstream tubing guide which was out of specification. The force sensor and downstream tubing guide require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported 'upstream occlusion' was not reproduced and the upstream sensor readings were within calibrated specification. A review of the event history log revealed upstream occlusion messages which verifies the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No causality was determined, however the ultrasonic sensor was replaced by service as a pre-cautionary measure. Should additional relevant information become available, a supplemental report will be submitted.